Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at around 10:00am. As part of the patient's diabetes regimen, the patient claimed she is on novolog pen insulin (10units/sliding scale) and lantus insulin (50 units every evening) . Despite the alleged issue, the patient stated she continued to administer her usual doses of insulin. Immediately after the alleged issue began, the patient reported feeling shaky. In spite of her symptom, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, there was no misused of the meter, and the batteries required no replacing. The power button and test strip insertion did not turn the meter on per the owner's manual. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.